Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 375cc saline, catalog: 3501460, lot: 264284, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round spectrum 375cc saline breast prostheses. The patient was reported to had been involved in a car accident causing the both the left and the right breast prosthesis to shift and deflate. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 380cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).